Event description:
Pt revised for superficial infection, poly exchanged.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required to retrieve the device history records for reviewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported infection. Based on the performed investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.